Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during deployment of a 26mm sapien 3 valve in the aortic position via transfemoral approach, the commander delivery system balloon did not inflate and valve did not expand. Blood was noticed flowing back into the atrion inflation device. The system was attempted to be withdrawn into the esheath for removal. However, there was a lot of resistance felt at the entrance of the esheath making retrieval of the device impossible. During retrieval attempts, the distal tip of the delivery system separated and the balloon tore into two pieces. The pieces were removed from the body using a snare. The valve moved off the balloon and was deployed in the descending aorta. Another 26mm sapien 3 valve and delivery system were prepped and deployed in the native aortic valve with no issues. The device was able to be successfully de-aired and there was no resistance during valve alignment. The patient¿s access vessel minimum luminal diameter was ¿normal size¿, was mildly calcified and mildly tortuous.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
During pre-decontamination evaluation of the returned delivery system, longitudinal and radial balloon burst was observed, there did not appear to be any missing balloon pieces, a crimp balloon tear was confirmed, there were flex tip gouges observed, the spring was stretched out, and adhesive was observed on the gw lumen. The balloon was returned in a sample jar and the sheath was returned separated.

Manufacturer narrative:
Additional information was received. Section was updated. The patient expired 14 days post procedure due to complications of the balloon rupture during the tavi procedure.

Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. This report represents the delivery system used during the case. Please reference related manufacturer report no: 2015691-2018-04830 the devices were returned to edwards lifesciences for evaluation. During visual inspection it was observed that the crimp balloon was torn proximal to the inflation balloon to crimp balloon (I/c) bond, the inflation balloon was separated, there was a tear on the working length of inflation balloon with no missing pieces, there were flex tip gouges, and the spring was stretched, and adhesive was present on the distal guidewire shaft as designed. During dimensional analysis, the double wall thickness measurements were taken on the crimp balloon proximal to the balloon tear and single wall thickness measurements were taken on the inflation balloon along the balloon tear. All measurements met specification. Due do the condition of the returned device, no functional testing was performed. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented by edwards lifesciences in a product risk assessment (pra). Per device training materials, valve alignment should be done in a straight section of the vasculature. If the physician performs the valve alignment process in a tortuous anatomy, it may result in increased forces being applied to the crimp balloon. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. The flex tip gouges are indicative of valve diving and high alignment forces. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces which may result in a crimp balloon tear. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question when valve alignment was performed with residual fluid in the balloon. Once the balloon tore, it is possible that the delivery system or valve got caught on the sheath tip during withdrawal. This would have resulted in withdrawal difficulty. Applying additional force after the valve was caught on the sheath tip may have resulted in the observed balloon separation and distal tip separation. At this time, a definite root cause cannot be determined for the complaint for balloon ¿ torn. Previously, to address the emerging trend in I/c bond complaints, the tubing and resin lots for the crimp balloon underwent further review. This review identified a correlation between recent increases in complaint rates with alternate extrusion processing methods. Per management discretion, the balloon torn issue and its associated risks have previously been documented and assessed in a pra. In addition, to address the emerging trend in ic bond complaints, a CAPA is being updated. Per manufacturing mitigation, the crimp balloon was 100% inspected for the following: distal and proximal inner diameter; wall thickness; foreign matter, impurities, contamination, fisheyes, and gel spots. During balloon manufacturing, the inflation balloon is inspected for the following: balloons are 100% inspected for wall thickness and visual defects; balloons are sampled from the work order for burst testing and additional visual inspection. The crimp balloon to inflation balloon laser bond was 100% inspected for a smooth bond joint with no gaps between components, bubbles in the bond area, and burns. Balloon inspections are also 100% completed during the balloon pleat, fold, and forming process. The commander delivery system was 100% inspected for the following: defects and cosmetic appearance; mechanical damage (e.g. Kinks, breaks). Assembled device dimensional inspections (distal end of flex tip to distal end of color band; distal end of nose tip to distal end of flex tip; distal end of nose tip to distal end of balloon shaft). Devices are 100% leak tested. In addition, all manufacturing lots undergo product verification (pv) testing on a sampling plan. During product verification testing, balloon burst pressure testing was performed on a sampling basis. This work order met the statistical acceptance criteria. Delivery system retrieval force testing was also performed. The retrieval force for the work order met the statistical acceptance criteria. In addition, the nose tip to guidewire shaft bond is inspected. Additionally, under pv tensile testing, crimp balloon to inflation balloon bond tensile strength was tested. The work order met the acceptance criteria. Review of the manufacturing mitigations supports that the devices have proper inspections in place to detect issues related to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon ¿ torn, distal tip - separated, delivery system withdrawal difficulty- valve through sheath, and balloon ¿ separated were confirmed based on the condition of the returned device. However, no manufacturing non-conformance were identified. Review of device history record (DHR) and lot history did not reveal any manufacturing issues that could have contributed to the complaint event. A review of the complaint history revealed that the occurrence rate did not exceed the (B)(6) 2018 control limit for the applicable trend categories. A definitive root cause for the balloon-torn event was unable to be determined. Available information suggests that procedural factors (withdrawal of torn balloon) may have contributed to the delivery system withdrawal difficulty- valve, through sheath, distal tip separated and balloon separated events. Since no product non-conformances or IFU/training inadequacies were identified, and the trend categories does not exceed control limits, neither a pra escalation, nor corrective or preventive actions are required at this time.